Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet bionic pancreas, with reports indicating frequent time out of range and a consecutive multi-day period at 0% in range; the agent suspected the device¿s adaptive learning might have maladapted and assigned retraining and potential corrective actions such as a soft or factory reset. Symptoms included elevated blood glucose. Outcomes included user inconvenience and the need for additional training. Investigation included review of device data, user reports, and remote troubleshooting and education. Investigation of this case revealed no alerts or alarms and no recent infusion set or supply issues were reported, and the device was suspected to be functioning but potentially misadapted during the learning phase. It was concluded, based on previously established findings for similar reports, that the cause was unclear and potentially related to user-specific adaptation rather than a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.